Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity and electrical tests. Visual inspection test was not completed as dried blood was noted in housing and neck region (tip). Helix was retracted. Product investigation showed no conductor fractures. The lead tip appeared normal. No evidence of device defect, malfunction or damage outside the bounds of normal use was found. Lead was determined to have met specifications.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required, dislodgment, high pacing thresholds, and loss of capture with no asystole. The dislodgement was confirmed via x-ray. The patient is not dependent and was revised with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and analyzed, this report would be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required, dislodgment, high pacing thresholds, and loss of capture with no asystole. The dislodgement was confirmed via x-ray. The patient is not dependent and was revised with a new lead. No additional adverse patient effects were reported.